Event description:
It was reported to philips that the device's battery is defective. There was no patient involvement.

Manufacturer narrative:
.

Event description:
It was initially reported to philips that the device's battery is defective. It was further clarified that the battery was not defective and there was no failure symptom. The customer was replacing the battery due to age only, as the battery was more than two years old. There was no patient involvement.